Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the laryngoscope was opened for use during emergent intubation in the cardiovascular ICU. Prior to use the provider engaged the laryngoscope blade to test it. The light failed to turn on. They grabbed another and were able to intubate the patient". It was reported there was no patient injury or complication.

Event description:
Customer complaint alleges "the laryngoscope was opened for use during emergent intubation in the cardiovascular ICU. Prior to use the provider engaged the laryngoscope blade to test it. The light failed to turn on. They grabbed another and were able to intubate the patient". It was reported there was no patient injury or complication.

Manufacturer narrative:
(B)(4). One (1) trulite disposable blade and handle mac 3 w/battery was received for investigation. At visual inspection there are no signs of external abuse/misuse/or damage to the trulite set. The blade was lifted and engaged with the electrical (battery) source of energy. At engagement the led would not energize. Further investigation into the battery cavity revealed that an electrical lead (wire) has broken, interrupting the electrical circuit when the blade is engaged (open circuit). When blade moves in the direction of engagement it is obvious that the wire has broken and is not able to provide the closed circuit condition that is required for the light to energize. The complaint has been confirmed. The electrical path responsible for energizing the led was broken. The exact cause of the break cannot be determined. During the investigation as the blade is raised into an engagement position the small wire can be seen pulling downward. The manufacturing process is responsible for taking this pull into account by providing extra wire (slack) to compensate for that pull. The wire was broken off clean as to indicate it had been manipulated multiple times at the same location and broke off. However, these are single use products; multiple blade engagements should not be the source of the problem. At the time the wire was wrapped around the handle divot during manufacturing, extra strain (too much force) could have been applied which would have eventually caused the wire to break. Based on the limited amount of information provided in the complaint, the root cause cannot definitively be established.